Manufacturer narrative:
(B)(4). No reinforcement material was used. The device was discarded. The patient had a pre-op diagnosis of esophageal cancer. The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The following products on ivor lewis operation. The surgeon operated on (B)(6) 2015 and used dst eea28mm xl size during the anastomosis with esophagus and stomach. The surgery went without any problems. The procedure and anastomosis were perfectly done and the donut was also checked. On the (B)(6) during the endoscopy, it was noticed that the staple line was halfway opened in the direction of the posterior of the esophagus and stomach anastomosis. The surgeon's opinion is that the anastomosis was healed opened 3 to 4 days post-op. As for now the esophagus re op is too much risk, so a double stent procedure has been done. The surgeon believes that the staple was not strong enough. The surgeon is wondering about two things; was there any previous case in which staple did not hold? And also was there any case in which the staple line was opened in such a pristine condition? (If it were necrosis, the opening would not be so clean) and the equipment could not be retrieved. What is the current condition of the patient? Stable. Medical intervention required? No. Was surgery time extended by 30 mins or more? No. Was product tested prior to use? Yes. The problem was noticed post procedure.